Manufacturer narrative:
H.11: throughout additional communications with the livanova field service representative, it was acknowledged that the unit under complaint will not undergo repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that when the power to hot and cold water tanks of a heater-cooler system 3t device was turned on, the earth leakage breaker tripped. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-95 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in japan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue: the leakage current and the insulation resistance values were outside ranges. The ac board was replaced but the issue was not resolved. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.